Manufacturer narrative:
(B)(4) (B)(6).

Event description:
According to the reporter, there was an issue pulling the suture out of one side. A new device was used to complete the procedure with tissue loss of a small amount of esophageal margin. The event is considered resolved. The difficulty did not result in unintended colostomy, formal laparotomy, re-operation. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient.